Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred. The customer's blood glucose level was 223 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. In addition, it was reported that the usb cable was damaged and had to be held at a certain angle to get the pump to charge. A replacement cable was sent to the customer.